Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly experienced an allergic reaction and self-limited bleeding while using the device. The patient allegedly sought medical attention.

Event description:
It was reported that the patient allegedly experienced an allergic reaction and self-limited bleeding while using the device. The patient allegedly sought medical attention.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "bard® touchless¿ plus unisex pre-lubricated urethral catheter kit contents: vinyl urethral catheter 1100cc collection bag 3 povidone-iodine swabs 2 ambidextrous gloves waterproof underpad latex-free sans latex sin latex sterilized using ethylene oxide stérilisé à l¿oxyde d¿éthylène esterilizado mediante óxido de etileno do not resterilize. Ne pas restériliser. No reesterilizar do not use if package is damaged. Ne pas utiliser si l¿emballage est endommagé. No usar si el envase está dañado. Rx only caution: federal (USA) law restricts this device to sale by or on the order of a physician. Attention : selon la loi fédérale américaine, ce dispositif ne peut être vendu que par un médecin ou sur prescription médicale. Aviso: las leyes federales (de ee.uu.) Limitan la venta de este dispositivo a médicos o bajo prescripción facultativa. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. Après usage, ce produit peut présenter un risque biologique potentiel. Le manipuler et le jeter conformément à la pratique médicale acceptée et aux lois et réglementations locales, nationales et fédérales en vigueur. Después del uso, este producto puede suponer un peligro biológico. Manipúlelo y deséchelo conforme a la práctica médica aceptada y a las leyes y normativas locales, estatales y federales pertinentes. Instructions for use: preparing for catheterization: 1. Open kit and remove contents. 2. The gloves are not necessary to maintain aseptic conditions during the procedure. The gloves are for the operator's protection. Male/female catheterization: 1. Remove cap from insertion tip while squeezing tabs. Save cap for closing the bag. 2. Slide the catheter halfway into the insertion tip. 3. Male - prepare the male urethral meatus and the surrounding area with povidone-iodine swabs provided. Female - prepare the female urethral meatus by holding the outer labia apart and prep the urethral meatus and surrounding area with povidone iodine swabs provided. 4. Male - holding the penis, advance the insertion tip into the urethra no further than the flange base. Female - spread the inner labia, advance the insertion tip into the urethra no further than the flange base. Release the inner labia. 5. Place your nondominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. 6. Allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. Precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag. 7. Withdraw the catheter from the urethra. Remove the remaining portion of the catheter from the collection bag by pulling it through the insertion tip. Note: the catheter is designed to pass through the insertion tip. 8. The filled collection bag may be closed by replacing the cap over the insertion tip. Make sure the cap snaps on securely. Specimen collection: to collect a specimen, obtain a sample cup/tube and alcohol wipe. Remove guide tip by pulling tab(s) upward from bag. Wipe port with alcohol. Pour specimen through port at top of bag into cup/tube. Draining bag: remove insertion tip by pulling tab(s) upward from bag. Drain urine through port at top of bag."